Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. D4: batch #a97y25. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the reload was loaded on the device as expected and the device performed without any difficulties noted. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97y25, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic rectal resection procedure, it was observed that the staple would come off when tried to resect articulating the jaws angle. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2026 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. Please provide device details lot#/batch# =>unk 2. Could you please provide more details about the type of oozing?=>na 3. Please provide more details about the device quality issue.=>the reload lifted when the shaft was articulated. 4. Was the firing sequences started?=>no if yes, was the firing sequence completed?=>no 5. Did the device deliver any staples?=>unk 6. If yes, were the staples formed properly?=>unk 7. If yes, was the staple line complete?=>unk 8. Did the device cut?=>unk 9. If yes, was the cut line complete?=>unk 10. If yes, was there any issue with the cut line?=>unk 11. Was there any difficulty opening the device jaws?=>no. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.